Manufacturer narrative:
(B)(4). Date sent: 3/15/2024. Additional information was requested and the following was obtained: date of incident: (B)(6) 2024. Concern description: stapler tore the artery reported by surgeon.

Event description:
Stapler fired across renal artery. Not all staple lines were formed. Significant bleeding occurred. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 2/12/2024. B3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # unk. Device evaluation anticipated, but not yet begun. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the bleeding controlled? How much blood was lost (ml)? Did the patient require a transfusion? Could you please clarify if there were any patient consequences? Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 6/10/2024. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with one (B)(6) reload loaded on the device. The reload was received fully fired. Upon further inspection, the reload was found to have damaged on the knife channel. In addition, the knife was noted to have small nicks. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. The found damage on the reload is consistent when the device is fired over an already existing staple line; when this happens it is possible that the knife may push the staple line and tissue forward shaving the reload. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. A white cartridge and psee60a device were received in the rd materials lab. The white cartridge was imaged and there does not appear to be damage on the cartridge deck. There is damage along the top edge of the cartridge knife slot. The device was sent to cincinnati for additional evaluation. Upon arrival in the rd materials lab, a white cartridge and psee60a device were received. The white cartridge and there does not appear to be damage on the cartridge deck. There is damage along the top edge of the cartridge knife slot. The knife was removed from the device and imaged, there is a chip in the cutting edge and bumps on the side of the knife. The bumps line up with the damage on the cartridge as the knife travels down the slot. The knife was examined in the scanning electron microscope (sem) with an energy dispersive spectrometer (eds). The bumps on the side of the knife appear to be weld splatter from attaching the knife to the bands. The cause of the chip in the edge of the blade could not be identified. Device history review a manufacturing record evaluation was performed for the finished device batch number 656c28, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Date sent: 3/5/2024; d4: batch # 656c28. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with one gst60w reload loaded on the device. The reload was received fully fired. Upon further inspection, the reload was found to have damaged on the knife channel. In addition, the knife was noted to have small nicks. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. The found damage on the reload is consistent when the device is fired over an already existing staple line; when this happens it is possible that the knife may push the staple line and tissue forward shaving the reload. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 656c28, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Date sent: 4/3/2024 investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with one gst60w reload loaded on the device. The reload was received fully fired. Upon further inspection, the reload was found to have damaged on the knife channel. In addition, the knife was noted to have small nicks. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. The found damage on the reload is consistent when the device is fired over an already existing staple line; when this happens it is possible that the knife may push the staple line and tissue forward shaving the reload. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. Additional information was requested and the following was obtained: my understanding is that the patient is okay and bleed was controlled intraoperatively. I was not informed of any transfusion or blood loss. There is no photo or video. The surgeon said there were no clips in the area of the firing. Cleaning process is standardized at this hospital with regular training. Remove the reload, wash the stapler head in a tall basin, wipe any excess with a lap sponge, and then reload. I was not informed of any deviation from this.